Event description:
(B)(6), 2011 patient was fit into biofinity (comfilcon a) lenses on a continuous wear basis. Initially there was no issue with overnight wear, but two weeks later, the patient went into the eye care practitioners office with a sore right eye. Patient was diagnosed with a peripheral ulcer in the right eye and was referred to a specialist. Patient was told to temporarily discontinue use and was treated with antibiotics. Patient is scheduled to return for a follow-up.

Manufacturer narrative:
Event was initially reported by a dispensing practice. No product has been returned and no written documentation has been received. Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: we cannot confirm that there was no permanent impairment or permanent damage. Conclusions: there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the event. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.